Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kink in the power cable on the system controller was confirmed. System controller, serial (B)(6) , was functionally tested and found to operate as intended during analysis. The cable jacket had a kink by the white controller housing strain relief. The jacket and shielding of the white power cable was stripped where the kink was observed and there was no damage to the underlying wires. A review of the downloaded event log file spanned approximately 2 hours ((B)(6) 2023 from 08:13:31 ¿ 10:50:05 and (B)(6) 2023 per time stamp). There were no notable alarms pertaining to power cable damage active in the log file. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad coordinator noticed an extensive kink on the white power cable of the system controller. A replacement product was requested.

Manufacturer narrative:
E1: reporter name: (B)(6). Reporter email: (B)(6). Reporter phone number: (B)(6). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.